Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was met on (B)(6) 2017 with the physician and the he adjusted flex and now understands how to do. The patient is fine.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the hcp could not update a step on the flex dosing and wanted to know why that would be. The hcp could not program a dose increase. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.